Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported by the hcp that they had two patients that she interrogated and made some programming changes. The hcp stated she got the motor stall and recovery message and the patient had a magnetic resonance imaging (MRI). The hcp stated she updated the pump and then reviewed and save reports and when she end the session she got a 188 code. The hcp confirmed the pumps had been successfully updated. Discussed this was a known issue. Discussed she could end session first and then view and create reports.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.